Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. The reporter stated that the patient had a blood glucose (bg) over 13.8mmol/l with signs and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced due to an alleged call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings: during investigation of the returned pump, ¿cs69¿ alarm was reproduced during the rewind step, unable to verify steps. The bb/alarm history shows evidence of cs87; one on (B)(6) 2015 at 02:56 and three on (B)(6) 2015 at 09:32, 09:46 and 09:51; deliveries were never resumed. The tdd¿s add up correctly. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.